Manufacturer narrative:
This report is for an unknown helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) male patient, 3 months post operatively experienced a break of an interlock screw but that the broken screw did not cause any pain. The broken nail was reportedly broken at the spot where the lag screw went into the nail. The patient presented to the emergency room two days after x-rays were taken because of acute onset of hip pain experienced while flexing his hip, getting into his car; he reportedly did not fall. X-rays taken at this time indicate that the helical nail was broken but it was not noticed by the emergency room staff and the patient was discharged without notifying the orthopedic department/surgeon. Two days after his visit to the emergency room the patient presents back to the emergency room after a fall. X-rays determine that the fracture has acute subtrochanteric extension. It was also noted in post-operative x-rays that a tfn-advanced helical blade appeared to be backing out; possibly due to the nail breakage which led to the loss of locking function of the blade. The patient was also reported to have a non-union and was revised on (B)(6) 2015. All previously implanted hardware (including a broken distal screw) was removed and a new, standard trochanteric nail (tfn) was implanted including 2 distal interlocking screws. X-rays of intraoperative traction are taken while the patient is revised. He is injected into the femoral head with hydracet and ordered to be non-weight bearing for 6 weeks post-operative. Post-operative x-rays were taken on an unknown date as well as 6 weeks post-operative when the patient is allowed to advance to weight bearing as tolerated after the visit. The patient was originally implanted with a trochanteric nail during a trochanteric nail fixation- advanced procedure on (B)(6) 2015. This report is for an unknown helical blade. This is report 3 of 3 for (B)(4).